Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 42 mg/dl at the time of the incident. The customer was at 175 mg/dl at the time of the call. The customer was given intravenous glucose to treat. The customer stated that their loud neighbors upset her nerves and may have caused the low. The customer was wearing the insulin pump during the incident, but was taken off the pump for 3 days and then put back on it. Troubleshooting was not completed as the customer declined. The customer had another low event on (B)(6) 2018. The customer reported a broken belt clip. The insulin pump will not be returned for analysis.